Manufacturer narrative:
There were multiple "possible" lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260290. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. Medical device lot #: 9280677. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-10-07." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are over filling during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported that the tubes are overfilling.

Event description:
It was reported that the tubes are over filling during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported that the tubes are overfilling.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10